Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the renal artery. An express sd renal/biliary sm, pmtd 4.0x15x90cm balloon expandable stent delivery system was inflated and then deflated. The physician noticed the stent was not on the balloon. The stent was found caught on the unknown manufacturer's sheath inside the patient. The dislodged stent and the sheath were removed from the patient. The procedure was completed with another same device. No further patient complications were reported and the patient's status is fine.